Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through log file analysis that the patient experienced no external power events on 20dec2022 caused by a brief power interruption to the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 2 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The log file captured no external power and low voltage hazard alarms on (B)(6) 2022 from 14:28:33 to 14:28:42 due to a temporary loss of ac power while connected to the mobile power unit (mpu). The system controller backup battery supplied power to the system during the loss of external power and pump function was not affected. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) and heartmate 3 IFU (rev. C) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the cause of the no external power events could not be confirmed. The mpu was noted to have a v-lock connector on the ac power cord. The mpu did not come loose from the back of the unit for from the wall. The customer was unsure if there were any environmental circumstances that could have affected power at the time of the event.

Manufacturer narrative:
Section a1: patient privacy laws in the event country prohibit the release of private patient information and patient initials should have been removed from the previous report. No further information was provided. The manufacturer is closing the file on this event.